Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: returned product consisted of an epic self-expanding stent system. The outer sheath, tip, inner sheath and the remainder of the device were checked for damage. The device showed no damage along the shaft. A .035 test guidewire was inserted into the catheter shaft. The guidewire transcended through the device with no restrictions or hesitations. The devices stent was partially deployed from the outer sheath approximately 3mm from the distal end of the markerband. There were also deposits of dried saline on the distal end of the stent. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
Reportable based on device analysis completed on 06jun2018. It was reported that tracking difficulties were encountered. The target lesion was located in the iliac vein. A 7x80x75 epic¿ stent was advanced over a 035" guidewire. However, the physician felt resistance and could not advance the stent forward over the wire. The physician exchange the stent system and the procedure was completed with another stent. No patient complications were reported and the patient's status as stable. However, returned device analysis revealed a partially deployed stent.